Event description:
Device was set to be used in "manual override mode." This mode is an option intended for and labeled for use only by appropriately trained medical personnel. Device was employed by individuals who lacked the appropriate training who, consequently, were unable to treat a patient with the device."